Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that a resistance was felt in the bd autoshield¿ duo safety pen needle during the injection of "25 iu of lantus", and the needle became stuck in the polymer dome of the insulin pen when removing the safety device. The following information was provided by the initial reporter, translated from french to english: "the ide was to administer 25 iu of lantus. At the beginning of the injection no problem, at the third quarter (about) of the dose she felt a resistance. When she removed the safety device, the needle got stuck in the polymer dome of the insulin pen."